Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found an issue with a portion of the internal circuitry which resulted in the observation reported from the field. The circuit was replaced and the programmer passed all other testing. Laboratory result confirmed the reported clinical observation.

Event description:
Boston scientific received information that this programmer had a distinct smell like something was burning when it was used by the field representative. The programmer will be returned for analysis. No adverse patient effects were reported.